Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and optical microscopic evaluation revealed that returned device was the 8.5 cm distal end of the guidewire. The proximal separated part of the guidewire was not returned. The guidewire was separated at approximately 8.5cm from its distal end. The guidewire was stretched and separated on its nitinol. The guidewire platinum coil and core wire were also separated. Additionally the guidewire nitinol was separated at approximately 8.3cm from its distal end. The platinum coil and core wire were kinked at 8.3cm from its distal end. The functional test could not be performed due to the damage to the device. Further analysis via electron microscopy (sem) of the separated site revealed that the separation surface appeared to have been damaged post-fracture; therefore, the exact cause of the fracture was unable to be determined. Information available indicated that the device was confirmed to be in good condition prior to use, and the patient anatomy was reported to be very tortuous. It is probable that the patient's anatomical tortuosity contributed to the reported event. Therefore, based on all available information and device analysis operational context was assigned to the event.

Event description:
It was reported that during a transcatheter arterial chemoembolization (tace), the guidewire tip broke off. The broken part was removed from the patient¿s body with a snare device. The patient had no residual effect.

Event description:
It was reported that during a transcatheter arterial chemoembolization (tace), the guidewire tip broke off. The broken part was removed from the patient¿s body with a snare device. The patient had no residual effect.